Manufacturer narrative:
The customer supplied test data in regards to the imprecision seen on a fingerstick sample that was tested on the cell-dyn emerald analyzer. The data showed that the issue did not only impact hemoglobin results but all other cbc parameters as well. The data showed that [ l ] (low) and [ h ] (high) patient limit flags were generated by the instrument. The first sample, with a 2.9 g/dl hemoglobin result, had invalidated results, which were flagged with an asterisk, evidence of a short sample. The data showed that the event appears to be related to a sample mixing issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn emerald system operator manual, list number 09h40-01, revision e, cotains information to address the current customer issue. Based on the event details and the results of the current evaluation, a product malfunction was not identified.

Event description:
The customer reports erratic hemoglobin results generated by the cell-dyn emerald analyzer. A fingerstick sample taken in a microtainer tube generated the following hemoglobin results: 2.9, 19.5, 11.9, and 11.1 g/dl. The patient's physician verified that the last two values correspond to the patient's current condition. The last two results were generated more than 20 minutes after the sample was taken and was very well mixed. Controls were within specifications at the time the results were generated. This customer's initial call concerned failed proficiency results. There is no impact to patient management reported. A service call was initiated.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).